Event description:
It was observed that during the device evaluation, the camera head exhibited buckling damage to the cords due to the way of the sterilization. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is problems traced to improper routine or preventative maintenance. The device history records (DHR¿s) for this product have been reviewed, and no issues were identified. A labeling review was conducted. No anomalies were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.